Event description:
Sorin group received a report that the s5 double head pump displayed a motor control fault error message during set up for a case. The pump was not used for the procedure. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). A sorin group service rep was dispatched to the facility to evaluate the issue. The rep was unable to reproduce the reported issue during testing. All internal connections were inspected and reseated and as a precautionary action, a motor control board was replaced. All testing found the pump the be working in accordance with specification. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.